Manufacturer narrative:
Follow-up # 1 ¿ (10/08/2014), the lay user/patient¿s test strips have been returned on 10/03/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings: the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014, at 9:30 p. M., at an unspecified date/time, the patient obtained a blood glucose reading of ¿251 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (lantus, self-adjuster) and stated she took her usual dose of insulin (lantus, 25 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. On (B)(6) 2014, at 3:25 a. M. The patient stated she developed symptoms of ¿cold, fast heart rate, sweaty, loss of vision, confusion, tiredness and anxious¿. The patient self-treated with food and/or drink. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.